Manufacturer narrative:
(B)(6) 2022 it was reported that high shock impedance continues and the patient has been wearing a life vest. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Shock impedance greater than 150 ohms. Noise seen on far field with isometric testing. Should additional information become available, it will be added to this file.